Event description:
It was reported that the device was overheating. No case involved.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of overheating could not be reproduced. Product passed functional testing and 6 hour burn-in in enclosed test tower. Unit did not overheat during functional testing on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.